Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The minilap alligator grasper after grasping onto the gall bladder, the physician attempted to ratchet the gall bladder in place by pulling up on the thumb grip. In doing so, the thumb grip slid all the way to the end activating the integrated needle tip of which nicked the gall bladder causing it to bleed thus extending the length of the procedure longer than expected. The physician expressed no concern since the gall bladder had been removed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The DHR for lot ml-000307 was reviewed and there were no defects found that were attributable to this complaint in any of the 125 samples that were inspected by the qc associate. The device was returned and examined. The device was received without its original packaging. The base plate was disassembled from the device. The jaw was extended beyond the needle point. The plunger clip was present. The jaw was advanced and slowly retracted using the thumb hold. An audible click was heard indicating that the lock was activated by the torsion (lock) spring, however, the device did not lock out in the safe position. The device was opened up to view the condition of the tip feature on the plastic lock component and we verified that the tip was damaged such that it would not function as intended. The damage was typical to the condition of when the device is forcibly actuated beyond the locking safe position by the user thereby stripping the lock tip feature. We are unable to determine when or by whom the lock out feature was damaged, therefore the complaint cannot be confirmed.

Event description:
The minilap alligator grasper after grasping onto the gall bladder, the physician attempted to ratchet the gall bladder in place by pulling up on the thumb grip. In doing so, the thumb grip slid all the way to the end activating the integrated needle tip of which nicked the gall bladder causing it to bleed thus extending the length of the procedure longer than expected. The physician expressed no concern since the gall bladder had been removed. The patient's condition was reported as fine.